Manufacturer narrative:
This complaint was just recently discovered within the corporate office of carex. Carex was purchased by compass health brands in 2014, and final integration of the carex complaint management system into the compass health brands complaint management system has just been completed. Due to the age of this complaint, no additional information is available at this time.

Event description:
Nasty fall. Carex ultra grip pivot. Item was up there for months. Installed by son and daughter. Was put on tile. Holds on the bar and holds the sink to sit on the toilet. Put on in (B)(6). Green part showing. On the wall since last week when it came off. Pain in back and rear end as she fell on her butt. On medicare. Had cat scan. Going to dr. Again on (B)(6) 2014.